Manufacturer narrative:
It was reported during follow up that the peritonitis was caused by an exit site infection. At the time of this report, the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The abdominal pain was reported to have started five days before peritonitis diagnosis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, patient outcome and action taken with pd therapy were not reported. No additional information is available.